Event description:
It was reported by a consumer that a (B)(6), female pt with chronic pulmonary heart disease, who initiated inhaled tyvaso (treprostinil) on an unreported date at 54 micrograms (nine breaths) four times per day out of the back of her optineb unit when the battery was attached. One pump was not producing medication, as there was no medication in the chamber to inhale. When her father went to use the back up pump, and plugged in the battery, smoke came out of the pump, and it smelled like something was burning. Bubbling of the baffle was reviewed with the pt's father, and medication was being produced. The father was certain that the pump did not work. Consumer reporter details withheld, USA.